Event description:
Tibial insert would not lock to tibial basepate. Tab appeared to be shorter. Second insert opened and snapped into place with no problem. No adverse consquence for the pt or extention of surgery time.